Event description:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device turns on and off frequently and that the pressure is no longer putting out air and at times will not turn on. The patients states they experienced dizziness while using the device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was returned to the manufacturer 11/03/2022 and is pending the outcome of the eval/investigation. This report is being filed because there was an initial complaint of dizziness and device malfunction. During the attempt to gather additional information the patient responded that they had no idea about the complaint to which we were referring to and asked that we please enlighten them. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device turns on and off frequently and that the pressure is no longer putting out air and at times will not turn on. The patients states they experienced dizziness while using the device. There was no allegation of serious or permanent harm or injury. The device was returned to a third-party service center. During the device evaluation, the technician confirmed no particles in the air path and no secondary findings was observed. During evaluation there were no error codes observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated.